Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The returned product consisted of a threader balloon catheter with an unidentified stop cock attached to the hub. The balloon was loosely folded with blood in the inflation lumen. The outer shaft, inner shaft, balloon and tip were microscopically examined. The tip is damaged. The balloon has a pinhole at the markerband. There are numerous hypotube and shaft kinks. Inspection of the remainder of the device presented no other damage or irregularities. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 12-jan-2018. It was reported that crossing difficulties were encountered. The 100% stenosed target lesion was located in a moderately tortuous and moderately calcified coronary artery. A 1.2mm x 12mm threader¿ balloon catheter was advanced but failed to cross the lesion. The procedure was completed using a non-bsc balloon catheter. No patient complications were reported and the patient's status was good. However, returned device analysis revealed a balloon pinhole.